Event description:
The company was informed that the patient developed a pressure spot which resulted in bleeding from the magnet site. Polysporin was applied to the area. Advanced bionics is in the process of gathering more information. Once more information is acquired a supplemental report will be submitted.